Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently the device was explanted (date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on january 30, 2024.